Manufacturer narrative:
Vyaire complaint number: (B)(4) any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 136.2 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator was no assisting the patient while in bi level positive airway pressure (bipap) mode. The end user shut the ventilator off and powered it back on and it seemed to work after that. The customer stated that at that point there were at the hospital and the patient was switched to the hospital ventilator. The customer confirmed that there was no patient harm associated with the reported event.